Event description:
Customer reported a 5fr tl powerpicc provena inserted in the right upper arm basilic vein on (B)(6) 2023 was found to be kinked on (B)(6) 2023 near the insertion site. On (B)(6) , two lumens were sluggish to flush with no blood return so tpa was instilled. On (B)(6), lumens were again sluggish to flush without blood return so an x-ray of the right upper extremity was taken and showed a catheter kink near the insertion site. PICC dwell time was 41 days. Customer states this was user error. Dressing was changed and hub repositioned to have more gradual turn.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.